Manufacturer narrative:
(B)(4). Supplemental MDR - leakage past stopper. Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. We would be very interested in examining product that does not meet your expectations and our quality standards. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. E.1. Address was not located and il was used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 3ml ll 200 s/c had leakage past the stopper. The following information was provided by the initial reporter: material # 309657, batch # unknown. Verbatim: we had a vincristine drawn up in a 3 cc syringe filling it to 2ml and will injecting in to the bag droplets were visible behind the rubber stopper. We have this syringe available for investigation. We have had several events where during drug compounding, droplets of chemotherapy have been identified behind the plunger. Company rep responded on 17-apr. This pir is for bd item #309657 ¿ syringe 3ml ll.